Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and the fiber was damaged at the tip at 56,953 joules. No pt injury was reported. The device was not returned for eval.